Manufacturer narrative:
Internal complaint reference number: case (B)(4).

Event description:
It was reported that the patient complained of itch at the dressing area during the treatment of intravenous drip. Dressing was replaced with a competitor product right away and no discomfort any more. No patient harm reported.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. The complaint history file contains no further instances/ related events of the reported event. The device was used for treatment. The returned samples were evaluated. No visual or functional issues were identified. The reported issue may be related to procedural technique or underlying patient conditions. A clinical investigation concluded; ¿the information provided is insufficient to determine whether the patient¿s symptoms, are due to a pre-existing or concurrent medical or surgical condition or procedure. It cannot be definitively concluded that the root cause of the itching is the direct result of using the iv3000 product. It was communicated that once the dressing was replaced, the symptoms resolved. Since no further harm is anticipated no further clinical assessment is warranted at this time.¿ we have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.